Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2014 to remove and replace the lead. The lead had migrated laterally when the patient fell off a roof. The patient is now receiving effective stimulation.